Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by not following the proper procedure to load the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, when loading the cartridge, the customer was not following the proper load procedure. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume insulin delivery.